Event description:
The following was reported to draeger - the reported issue is that on friday (B)(6) 2026. In the morning while on a patient the unit screen went black. The ventilator stayed running. The swapped the ventilator out. No reported patient injury.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The analysis of the transmitted information, including the log file, revealed a temporary deviation of the cockpit. Based on the available information the background lightning caused a faulty display illumination. The ventilation unit is not affected and continued. Safety-relevant parameters such as fio2, minute volume, or airway pressure are displayed in the secondary oled display of the ventilator, and the user can observe the ongoing ventilation. Dräger service onsite replacement the lcd with the inverter board. Afterwards the device was successfully tested according to manufacturer specs. The field failure rate is continuously monitored by the product quality board and is accepted. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
The following was reported to draeger - the reported issue is that on friday (B)(6) 2026. In the morning while on a patient the unit screen went black. The ventilator stayed running. The swapped the ventilator out. No reported patient injury.